Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report # 1627487-2017-06356, reference MFR. Report # 1627487-2017-06357, reference MFR. Report # 1627487-2017-06358. It was reported that patient had ineffective stimulation through occipital system (off label). As a result, surgical intervention was undertaken on (B)(6) 2017, wherein one of the leads were re-positioned. Effective therapy was restored post-operatively. It is unknown which lead was related to the issue. Therefore all the leads are being reported.